Manufacturer narrative:
(B)(4) similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device was not returned for investigation and no images were provided. Based on the provided information, it has not been possible to determine the root cause of this event. Internal actions have previously been initiated to address this failure mode. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent tevar to treat taa. Patient's anatomical form was suitable for the procedure. While the preparation, excessive amount of leakage of flushing solution from the hemostatic valve was confirmed. The leakage was also observed after the stentgraft placement. Since the leakage amount was excessive, the physician removed the complaint device as soon as he placed the stentgraft. Patient outcome: no adverse effect to the patient.